Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/7/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (b) cartridge was received empty with no apparent damage along with an opened foil and with 6 loose clips. One of the clips was received partially closed and it was found to be damaged. The 5 loose clips in good condition were manually loaded and tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended over the suture. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device pending evaluation. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number. = lot number of xc200: unk = sm2arp please confirm if there is an issue with the applier? =no. If yes, please create a product complaint and provide the respective reference number(s).=n/a. What suture type and size was used? =currently, unknown. When the event occurred, was the suture placed near the hinge of the clip? =yes . Were you able to lock the clip closed on the suture?=no. If yes, after it closed, was the clip holding securely fixed on the suture? N/a. Was the applier checked for damaged (jaws straight and aligned)?yes, but there is no damaged with the applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =yes. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6) please perform and document the follow up attempt for product return. =we regularly contact with sale rep about the device returning. Device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic nephrectomy on an unknown date and an absorbable suture clip was used. The clip did not stick to thread and did not form properly. The doctor tried several packs, some packs could and some could not. (Extended operating time by about 10 minutes) another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. No further information is available. Additional information has been requested.